Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. The initial reporter also notified the FDA on 14 march, 2022. Medwatch report # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing leaked at the filter.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage at the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 21066472 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing leaked at the filter.